Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message ¿no sensor available¿ when scanning the adc freestyle libre 2 sensor for 2 or more hours. As a result, the customer was unable to obtain a sensor scan and consequently lost consciousness and was unable to treat themselves. The paramedics were called and 6 blood glucose tests were performed on the hcp meter however, only the results of 30 mg/dl and 59 mg/dl were recalled by the customer. The customer was diagnosed with diagnosed of hypoglycemia and the paramedics provided the customer with 2 tubes of sugar gels and a non-hcp administered a glucose shot as treatment. There was no report of death or permanent injury associated with this event.